Manufacturer narrative:
(B)(4). The service engineer (se) downloaded software onto the customer purchased graphic user interface (gui) printed circuit board (pcb). The ventilator passed extended self-testing.

Event description:
The customer reported an erratic ventilator display. No harm to the patient reported.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.